Manufacturer narrative:
Concomitant medical products: d314drg ICD, implanted: (B)(4) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead exhibited a high number of short v-v intervals. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.